Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizzy, tingling in hands and feet. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). Complaint was initially reported via e-mail and customer was contacted by phone. The customer reported feeling dizzy and having tingling in hands and feet; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 144 mg/dl using true metrix go meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2026 and open vial date is 3 months ago.